Event description:
This lead was implanted on (B)(6) 2000 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). A call to technical services was placed on (B)(6) 2013 following up on a red alert for high rv lead impedance greater than 3000 ohms and lead appears to be fractured. Between (B)(6) there was a major change from 1095 ohms to greater than 3000 ohms. R waves were 8-9 and now are in the 2s. Noise on the lead with arm movement was noted. Threshold testing was not done. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).